Event description:
Pt who was introduced to an induo insulin doser and novolog penfill insulin cartridges in january 2003, experienced increased blood glucose levels, requiring treatment with intravenous fluids, in 2004. The pt reported that the increased blood glucsoe levels were a result of insulin that leaked from the insulin cartridge into the display on the doser. Pt also reported that the display on the doser was blank as a result of the insulin leakage. The pt blood glucose levels normally range from 120-140 mg/dl, but during the one day in 2004 when the insulin doser broke, their blood glucose levels increased up to 485 mg/dl with a symptom of mild blurred vision. The pt contacted their physician, after which pt reported to the ER for evaluation and treatment, pt received insulin (type and dose unk) and intravenous fluids. The increase in their blood glucose levels resolved within a few hours and pt was discharged to home. There had not been any recent changes in the pt's diet, activity, or health status at the time of the event. Pt has no renal or hepatic disorders. Prior to each injection the pt performs an airshot and uses an new disposable needle, which is immediately removed after injection. The pt was not able to perform the function check on the doser in question.